Manufacturer narrative:
Technician found the power cord pulled loose from the power control module damaging the connector on the power control module. Technician replaced the power control module and the bed functions normally.

Event description:
Technician alleged that there was no power in the bed.